Manufacturer narrative:
Findings: all buttons function properly, however moisture damage was found on keypad traces. No stuck buttons ramping numbers on their own or scrolling bar moving anomaly noted. Pump received with minor scratched display window, cracked reservoir tube lip and broken battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 48 mg/dl. The customer stated she was entering the amount of food in the pump and the numbers started scrolling in their own she couldn't stop them. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.